Event description:
It was reported that the pt was not taking anticoagulants, the valve thrombosed, and the pt expired.

Manufacturer narrative:
The results of this investigation are inconclusive since the device was not returned for analysis and no additional info was received. However, there was no evidence found to suggest the thrombus and the pt's subsequent death were due to an instrinsic defect in the device, as supported by the review of the valve's mfg traveler. The cause of the thrombus remains unk.